Manufacturer narrative:
Pump received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test or verify excessive no delivery alarm, back light anomaly and rewind anomaly due to buttons not responding. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. It was stated that insulin pump had dimmer back light and rewinds slower. It was stated that the insulin flow blocked issue was resolved by infusion set change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.